Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified opening on valve and opening on radius. Leak test and microscopic analysis was performed which identified opening crack, striated opening and crease fold. Based on the device analysis the final assessment is a cracked valve seat diaphragm valve and a striated opening assessed as surgical damage consist in the use of some surgical tool.